Manufacturer narrative:
Evaluation summary: after long-term use, normal aging of the device leaded: 1. Light guide cable fracture 2. Angle wire tight 3. Ift (10-13 cm)creased 4. Air/water feeding tube was out of shape 4. Sheath swelled the scope was repaired by the third party and returned to the hospital. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: d8:was this device serviced by a third party? Yes h4:device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Ec-3890li-us is available in the USA with a 510k number k131855.

Event description:
During use, the user found: the image was dark and many black spots on one side; the angle steel wire became long; the angle was tight; there were many creases in the location of 10cm-13cm on the ift ; the air/water feeding tube was out of shape; sheath dilated and could not use. This event occurred at the time of during use. There was no report of patient harm.